Event description:
87 year old male implanted on (B)(6) 2023. On (B)(6) 2024, the patient reported soreness beginning on (B)(6) 2024. Patient was diagnosed with an infection at on the dorsal ankle from the ankle support. Patient was prescribed an antibiotic. Update on (B)(6) 2024, patient is "healed".